Event description:
During two hysteroscopy procedures, operation room staff noticed that the uteromate pump, used to measure fluid going into and coming out of a pt to prevent fluid overload, was not working properly (refer to "background" for details). As a result, the staff was unable to obtain accurate readings of pts' fluids. One procedure was completed with the same pump and a second procedure was completed with a different pump. In both cases, the pump's performance did not affect pt care. Background: when the pump is working properly, fluid intake and output to the pt is maintained at pre-set volumes. With the pump described in this report, the readings for fluid output were falsely elevated, resulting in an apparent excessive output of fluid. Depending on the duration of time, this can add up to 100cc or more. As a consequence of this false elevated reading, the physician is advised to prematurely end the procedure. According to an olympus ph.d., the pt is not at risk to absorb too much fluid. The pump is used for both diagnostic and therapeutic procedures. The nurse reported that the pumps were used for both types of procedures when the problems occurred. The nurse reported that the pump has been in use for about six mons and that inaccurate readings have been noted since the beginning of use. According of the nurse, an olympus sales rep has done inservice training on the use of the pump for operation room personnel on several occasions. The fluid used during hyteroscopy procedures at the hosp is either glycine or normal saline.